Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented via a (B)(4) transmission, non-sustained lead noise episode due to post-paced t-wave oversensing was observed. The patient didnot receive therapy. Reprogramming the device was recommended.

Event description:
New information noted that the device was reprogrammed and dft test will be performed.